Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during testing, an ht70 plus ventilator had a low coin battery voltage error and a low flow issue. The ventilator was not in use on a patient at the time of the reported event. To address the issue, the coin battery and manifold assembly need to be replaced.